Event description:
The customer reported the unicel dxh 800 cellular analysis system was generating hemoglobin (hgb) vote outs. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 3/17/2015. The fse found the hemoglobin (hgb) lamp voltage was low. The fse replaced the hgb lamp and the hgb cuvette, which repaired the hgb voteouts. The repairs were verified per established procedures. (B)(4).